Event description:
The patient had a syncardia tah placed (B)(6) 2016. In (B)(6) 2016, the patient reported a continuous fault alarm on their freedom driver. Patient was switched off driver and admitted to hospital that day, discharged five days later. Diagnosis: "alarm history revealed bottom pressure too low" "degraded pressure sensor v22 on main pcba".